Event description:
The pt's home health nurse reported that her pt obtained an out of range normal control solution result and an inaccurately low blood glucose reading with device, lot 1g503b. On 8/21/96, the pt and nurse opened the bottle of test strips and obtained a blood glucose result of 20 mg/dl. The test was performed with the pt's blood. Because of the low reading, the nurse spoke with the co rep on 8/22/96. At this time, she performed a normal control solution test with the test strips and obtained a result of 21 mg/dl versus a normal control solution range of 106-160 mg/dl (solution lot vh025a, expiration 8/97). The control solution was opened 8/21/96. The nurse shook it before she applied the sample to the test pad. The pt was not present when the nurse spoke with the rep. For this reason, a blood glucose test could not be performed with the test strips. The pt did not have a check strip available to test the meter. The desiccant is in the bottle. The pt's meter was set to the appropriate code. The pt stores the test strips in her bedroom and does not expose them to extreme heat, cold or moisture as directed in package insert. She did not keep the bottle open for a prolonged period of time.